Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. The cassette was hard to insert and the cycler door popped open during drain 2 and cassette popped out. Treatment was stopped and fluid was discovered on the external of the cassette and in the pump module area of the cycler. Patient was not sure where the leak originated. The patient was advised to try the cycler the next day after letting it dry overnight. In a follow up, the patient's pd nurse said there was no harm or adverse event due to the fluid leak. The patient continues to use the same cycler. The patient could not determine where the leak came from.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. The cassette was hard to insert and the cycler door popped open during drain 2 and cassette popped out. Treatment was stopped and fluid was discovered on the external of the cassette and in the pump module area of the cycler. Patient was not sure where the leak originated. The patient was advised to try the cycler the next day after letting it dry overnight. In a follow up, the patient's pd nurse said there was no harm or adverse event due to the fluid leak. The patient continues to use the same cycler. The patient could not determine where the leak came from.